Event description:
A care giver (cg) contacted global technical services regarding a increased intra-peritoneal volume (iipv) that occurred on the home choice (hc) unit after use. The cg states that he did a manual drain on the home patient (hp) today because he felt overfull and was bloated he states that with the manual off cycler drain he got out 4700ml hp's last fill volume (lfv) is 2000ml the technical service representative (tsr) reviewed the alarm log for last night and finds no alarms. The cg stated the nurse wanted the hc swapped. There was no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample availability is unknown. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the reported condition of iipv. The reported condition was not confirmed. The assignable cause was undetermined. The device passed all check and calibration tests successfully.